Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 3 of the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and abscess. No further patient complications were reported.